Event description:
As reported, during attempted implantation of an onflex mesh, it was noted that the ¿rim was getting loose¿ as such another product was used to complete the procedure. Contact reports a clamp was attached to the mesh to insert and is unsure if the clamp damaged the mesh. There was no patient injury.

Manufacturer narrative:
The onflex mesh sample has not been returned. However, a photo provided shows the mesh is contaminated due to attempted implantation and shows a portion of the edge seal is torn and separated from the mesh as reported. Review of the photo does not assist in root cause determination. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 306 units released for distribution in march 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.